Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing deficiency with ie-14428 / ca-05854 initiated for further investigation and root cause determination. Ie-14428 and ca-05854 were issued because the labeling showed a liner size of 38mm however the device packaged was a size 42mm. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 12-115111 item name: biolox head, lot number: 2971501. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 2 months post-implantation due to a recalled product being implanted. There was no reported issues with the product. Attempts have been made and no additional information is available at this time.